Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B) (6) female patient in cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable and a "shock advised" prompt for a rhythm clinicians believed was non-shockable. Complainant did not indicate that there was any patient involvement in the reported malfunction.